Manufacturer narrative:
Concomitant medical products: product ID: hh9031snm, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the handset not holding a charge. Patient states handset will show an electrical bolt for a minute and then it goes away. Patient states therapy was turned off for a surgery on (B)(6) and patient has not been able to turn therapy back on since then. Patient is trying to recover from the operation and is losing a lot of fluid because therapy is off and it is complicating their recovery. Agent asked if patient has tried a different cord and patient states, they has tried different cords but it does not seem to be working. Agent had patient try to power on the handset and it did not power on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset. (Con): additional information was received from the patient. On (B)(6) 2025, they reported that they had a colostomy procedure in the middle of december and said that it took a long time to recharge the implant. Patient also said that it is difficult for patient to reach over and position the recharger over the implant site so sometimes receives help with that part. When asked, patient said that usually recharges once a week. Reviewed factors that affect recharge duration and factors that affect how quickly the implanted battery will deplete. The patient said that they have been using the handset and communicator; however, said that they cannot get it to work to communicate with the stimulator. Patient asked for assistance in connecting to implant. They reviewed general use and navigation basics, and with assistance, they connected to the implant. Patient's assistant requested instructions on how to switch programs to help patient with better bladder symptom control. With instruction caller switched programs and adjusted the setting. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Continuation of d10: product ID: hh9031snm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.